Event description:
A pt was implanted with a trochanteric fixation nail, long for a right femur fracture. On an unk date pos-operative, another tfn was implanted in left femur prophylactically. Approx 11 months post implant, the right femur nail broke. Pt was returned to the operating room on an unk date for removal of nail and unk revision procedure.

Manufacturer narrative:
This info was not provided. Add'l info has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.